Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa23, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. The device is not available for return and no further information is available for the reported event. The manufacturer is unable to perform any further investigations. Structural valve deterioration is a known inherent risk of failure for biological implants. However, because no further investigations are possible the root cause cannot be established at this time.

Event description:
A patient was implanted with a mitroflow lxa size 23 (sn (B)(4)) on (B)(6) 2013. At the time of implant the patient was 35 years old. On (B)(6) 2016 the patient underwent to a re-operation for the replacement of the bioprosthesis due to degradation at the (B)(6) hospital. Based on the information available the patient had pulmonary stenosis in the mitroflow valve (45-50 mmhg) with pulmonary regurgitation, right chamber enlargement and decreased right ventricle mobility.